Manufacturer narrative:
(B)(4).

Event description:
Patient's contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the needle was detached from the sensor applicator. No additional event or patient information is available.